Event description:
Additional info was provided by the reporting surgeon. The intraocular lens (iol) was implanted, sutured in the ciliary sulcus on 10/24/2002. A pars plana vitrectomy was also performed. On 11/6/2002 during a follow-up examination, the surgeon noted iris capture. The iol was re-positioned after a treatment of mydriatics. On 11/26/2002 the pt returned to the surgeon indicating he noted the iol moving in the eye. The surgeon observed a detached haptic during examination and the iol was explanted and replaced on 12/4/2002.

Event description:
A surgeon reports that a detached haptic was noted one month following initial intraocular lens implant surgery. The haptic had been sutured in place. As the lens was explanted, the other haptic was cut. Additional info has been requested.